Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose was 130 mg/dl. The black line going through center and it flashes sometimes like when customer was programming insulin pump in it was not there all the time but it happens often and also on top where you put battery in it was about to crack off a little piece was hanging there where the top screws in towards clip in center. The troubleshooting was performed for the damage and partial display. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No unexpected missing segment or partial display anomalies noted. No unexpected broken belt clip slot.